Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results from nine different patient samples and a troponin I free sample pool were obtained using vitros troponin I es (tropi) reagent on a vitros 3600 immunodiagnostic system. The most likely assignable cause is instrument related, as tropi es within-run precision test results were outside of ortho guidelines, indicating the vitros 5600 instrument was not performing as intended. An ortho field engineer returned the vitros 5600 system to expected operation. Acceptable tropi es performance was obtained after service actions were completed. There is no evidence of a tropi es reagent lot 1901 issue, as the same tropi es reagent pack performed as intended on an alternate vitros 5600 system in the customer¿s laboratory.

Event description:
The customer obtained non-reproducible, higher than expected troponin I results from nine different patient samples and a troponin I free sample pool using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient results: (ng/ml) patient sample 1: 0.239 vs. Expected <0.012. Patient sample 2: 0.198 vs. Expected <0.012. Patient sample 3: 0.221 vs. Expected <0.012. Patient sample 4: 0.058 vs. Expected <0.012. Patient sample 5: 0.184 vs. Expected <0.012. Patient sample 6: 0.232 vs. Expected <0.012. Patient sample 7: 0.060 vs. Expected <0.012. Patient sample 8: 0.176 vs. Expected 0.017. Patient sample 9: 0.067 vs. Expected <0.012. Troponin I-free sample pool: 0.066, 0.062, 0.060, 0.069, 0.057, 0.059, 0.058, 0.067, 0.075, 0.075, 0.077, 0.075, 0.081, 0.080, 0.079, 0.080, 0.057, 0.057, 0.059, 0.069, 0.065, 0.060, 0.063, and 0.057 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected patient results were reported from the laboratory, however, no treatment was given, changed, or withheld based on the reported tropi es results. Corrected reports were issued and there were no allegations of patient harm as a result of this event. (B)(4).